Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during use the pump module had a "channel error". Clinical engineering concluded the channel error was a result of a faulty pressure transducer that was replaced by customer's biomed. There was patient involvement however no patient harm.